Manufacturer narrative:
The device was received and evaluated. Investigation of the pod download data showed that the pod generated a 0x14 occlusion alarm during operation. Inspection of the fluid path found blood blockages in the formed needle, causing the rerun of the pod to replicate the original data. The blood was cleared and fluid flowed freely through the complete fluid path. The formed needle becoming occluded by blood during operation of the pod prevented the delivery of insulin. Inspection of the fluid path found the soft cannula to be stretched, though fluid was able to flow through it with no problems once the blood was cleared. It could not be determined when the damage to the soft cannula occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose above 350 mg/dl.